Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: evidence of moisture was observed behind the display lens. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered on with a test battery cap to an audible tone and vibration alert but display remained blank. A base crack was observed between the case seal and the keypad. A leak test showed a leak at the base crack. The pump case was removed. Evidence of moisture contamination was found throughout the inside of the pump including on the watchdog processor, eeprom and real time clock circuit. The blank display was due to internal moisture contamination. Investigators were unable to adequately evaluate the "cloudy display" portion of the complaint due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue.